Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during routine replacement of this implantable cardioverter defibrillator (ICD), the device header came off of the device case upon removal from the pocket and the right atrial (ra) lead was stuck in the header. A setscrew came out of the device header and the lead was able to be successfully removed, however, the lead sustained insulation damage during removal and was surgically abandoned and replaced. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Visual inspection noted that the ra tip setscrew was stuck up into the retainer washer and the hex slot was stripped indicating that the setscrew was over torqued in the counter clockwise loosening direction and was induced. All setscrews moved freely and operated normally. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
--